Event description:
A second letter from the patient was received indicated that the vns system worked for two months and then the "connection slide down the vagus nerve". The letter indicated that a surgwon cancelled the patient's appointment 3 times and refuses to look at the wire. The patient noted that he experienced a three hour seizure because the neurologist "turned vns almost off because the surgeon won't fix". The neurologist reported that the patient is to see a surgeon to see what can be done about this and that all device diagnostics are fine so no intervention is needed.

Event description:
Additional information was received that the patient had a lead revision. The implanted lead was repositioned to remove a coiling of lead in the neck and it was secured in the chest area. There was no replacement of lead or generator.

Event description:
A written letter was received from the patient indicating that for the past month the lead wire has become uncurled and is lying on top of the patient's esophagus. The patient indicated that the lead wire is not comfortable because it has dropped 3-4 inches on top of his throat and that he can't eat and can barely drink a pepsi. The patient indicated that he is depressed and has experienced nothing but "bad seizures". The patient indicated that he was seen by the surgeon's "phd" and that she said the vns system is "alright". The patient reported that prior to this the vns had his seizures "under control big time". The patient wants to have the vns removed. The neurologist indicated that the patient was coughing up blood and thought it was his vns system, but that it is not related to his vns. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Additional information was received stating that x-rays were taken and reportedly showed the lead was tangled. The physician stated that the patient¿s device was functioning and the patient was not experiencing any shocking sensations. The patient¿s dysphagia is believed to be due to high device settings. The physician recommended revision surgery for the patient. No known surgical interventions have occurred to date.

Manufacturer narrative:
.